Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system was cracked. This was discovered during use. The following information was provided by the initial reporter: on the morning of july 8, venipuncture was performed in the general ward, patient's blood vessel was straight, after puncturing, the blood could been seen. But it was found that patient's blood vessel was suddenly bulged. The nurse prepared to withdraw the needle , but felt resistance during tube withdrawing. The nurse didn't dare pull with force, so she pulled out the catheter tubing little by little . When the nurse pulled out the catheter tubing and flushed with a syringe, it was found that there was crack in the front of the catheter tubing, but it didn't cause catheter tubing broken.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system was cracked. This was discovered during use. The following information was provided by the initial reporter: on the morning of july 8, venipuncture was performed in the general ward, patient's blood vessel was straight, after puncturing, the blood could been seen. But it was found that patient's blood vessel was suddenly bulged. The nurse prepared to withdraw the needle , but felt resistance during tube withdrawing. The nurse didn't dare pull with force, so she pulled out the catheter tubing little by little . When the nurse pulled out the catheter tubing and flushed with a syringe, it was found that there was crack in the front of the catheter tubing, but it didn't cause catheter tubing broken.

Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9346396. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual examination was performed on retention samples for this lot. The retained samples were found to be free of any abnormalities or damage to the catheter tubing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.